Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2016 with the following findings: all of the keypad buttons were intermittently unresponsive. Contamination was found on the button contacts. The display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were under responsive and the display screen was dim and discolored. This report is made based on results of investigation completed on 06/24/2016.